Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "elevated metal ion levels have been reported with metal on metal articulating surfaces." And "undesirable shortening of limb." This report is number 2 of 5 mdrs filed for the same event (reference 1825034-2013-04260 through -04264). This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient alleges that patient underwent m2a right total hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2009 due to patient allegations of pain, lack of mobility, loss of range of motion, leg length discrepancy, inflammation, and elevated metal ions. A review of invoice history confirms both surgery dates and that the modular head, acetabular cup, and taper insert were removed and replaced during the revision procedure. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received in patient¿s revision medical records noted the revision was due to a leg length discrepancy and noted the presence of eroded bone and a malpositioned acetabular cup. The modular head and acetabular cup were removed and replaced.

Event description:
Legal counsel for the patient alleges that patient underwent m2a right total hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2009 due to patient allegations of pain, lack of mobility, loss of range of motion, leg length discrepancy, inflammation, and elevated metal ions. A review of invoice history confirms both surgery dates and that the modular head, acetabular cup, and taper insert were removed and replaced with m2a components during the revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects ¿loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity.¿ this report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant products: biomet taperloc femoral stem catalog#: 103202 lot#: 688530. Biomet m2a magnum taper adapter catalog#: 139254 lot#: 791720. (B)(4).